Event description:
The customer alleged falsely elevated basophil patient results involving the coulter act 5diff cap pierce (cp) instrument. Further review of the customer-supplied data revealed no erroneous basophil results were generated. Patient care was not impacted associated with this event. The customer had performed a manual slide and indicated no basophils were observed. The customer noted no instrument flags were generated. The customer also indicated there were no issues with quality control (qc) at the time of the event. No system issues were reported.

Manufacturer narrative:
There is no indication service was dispatched for this event. In conclusion, a definitive cause of the event could not be determined with the available information. (B)(4).